Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure for percutaneous ablation to treat atrial tachycardia in the left atrium, nrg transseptal needle was selected for use. It was mentioned that although energization was performed, transseptal crossing could not be achieved due to septum was found to be closer than expected. Radio frequency was delivered three times to attempt to cross the septum, but could not cross confirmed. A possible energization failure was reported. Thus, device was replaced with a 71 cm needle. The procedure was completed successfully. No patient complications have been reported. The product is not expected to be return because it was discarded at the facility.